Manufacturer narrative:
No medical records were provided to the manufacturer. Two images were provided. The lot number for the device was provided. The device history records and images are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure in the right internal iliac via a left common femoral access, the stent graft delivery system allegedly failed to deploy the stent graft. The procedure was completed with another stent. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the evaluation of the returned sample the reported deployment failure could be confirmed. The stent graft was found partially released and the outer sheath was found elongated which indicated that increased friction was present and subsequently resulted in an outer sheath fracture. An indication for a manufacturing related issue could not be determined. As a result of the investigation performed the complaint is confirmed and a definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors. The IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy the IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established."

Event description:
It was reported that during a stent graft deployment procedure in the right internal iliac via a left common femoral access, the stent graft delivery system allegedly failed to deploy the stent graft. The procedure was completed with another stent. There was no reported patient injury.